Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the stimulation was working well at first and then it stopped. It was reported the ins was not working as the patient thought it should. The ins only stimulates the right side and the patient had never felt stimulation sensation on the left side. It was reported the patient was getting up as many times as they used to prior to the implant and they had little control during the day. The patient tried to increase but that seemed to make the symptoms worse. They were currently on program 3 at 6.3 and they were changing to program 4 and increased to 1.1, which the patient could now feel stimulation but it was still not on the left side. They were going to leave it there and see if it helped. No further complications were reported as a result of this event.